Event description:
It was reported that threads on impactor broke inside the distal stem trial. No known impact or consequence to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6. Visual examination of the returned product identified handle and shaft are worn and damaged from previous uses. Damage included gouges and indentation. Distal threaded tip has fractured off and fractured piece(s) were not returned for evaluation. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.